Event description:
Additional information was received from the rep. It was reported that the issue was that the recharging was inconsistent. There were no error codes and the cause were unknown. He met with a manufacturer rep around (B)(6) 2020 at his hcp¿s office. Rep resolved the issue by resetting/rebooting the handheld device. Everything has been working fine since. Patient could not provide the serial number.

Manufacturer narrative:
Continuation of d11: product ID: 97745, lot#/serial#: unknown, product type: programmer, patient product ID: (B)(6), lot#/serial#: unknown, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# unknown. Product type: programmer, patient product ID: 97755, serial# unknown. Product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) reported that she was implanted about 2 months ago and estimated july 7 or 9th. Caller reports ins depletion rate is s poradic/erratic (charging and discharging). The first week he had the device he charged once a week. Starting the 2nd week pt noticed the issue, charging more frequently with only minimal programming changes (mostly lowering intensity at night). The 2nd week he charged 2x/week. His current group has 2 programs which he keeps at/around 1.8 and 2.4 during the day and lowers to 0.8 and 1.8 at nigh t.(because it's set on positional (patient services understands this to mean adaptive stim) and contact is better when he lays down, he doesn't need stim as night. Pt will charge his ins up to 100% and sometimes it will discharge in 24 hours, other times it might take 3 days, (caller also listed off 1.5, 3 and 5 day intervals for charging). Once it discharged to 20% in an hour. Sometimes he will charge 100% then it will discharge in 30-36 hours and he only lowers programming not increasing. Once pt had ins at 60% before bed and ins battery was low by the morning even on the lower night settings. Another time pt was at 40% and ins discharged in 6-8 hours, pt went to turn ins up because he was hurting and found ins to be discharged. Pt will charge ins up and sometimes he will be on excellent and charge fully in 45 minutes to an hour, other times it will take 3 hours, sometimes it will never get to 100%. Pt reports no falls or traumas. No group changes or drastic programming changes. Patient was redirected to their hcp.